Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to detect a downstream occlusion during levophed therapy. Norepinephrine was running through a peripherally inserted central catheter (PICC line). The line occluded, however the pump kept running, pressurizing the line but not administering the medication to the patient for an undeterminable amount of time. The patient's blood pressure (bp) suffered with an insufficient mean arterial pressure. The medication was titrated multiple times and eventually the pump alarmed for the occlusion, the line was cleared and the patient's bp returned to normal. The time spent titrating and observing the hypotension event before the pump alarmed was reported to be approximately 1.5hrs. No additional information is available.